Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and corrected information in e.3. Investigation : a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Correction: terumo bct field performance communicated to the customer via email that the customer¿s precount process led to precount inaccuracies, which contributed to this failure. Root cause : based on the information available and run file analysis, the reported issue was due to a precount inaccuracy. Occasionally the same day venous count is substantially higher than the average and that can interfere with the outcome of the collection.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.